Manufacturer narrative:
The complaint sample is not available and the lot number and the code of the product involved are unknown. Records were searched in an attempt to determine the information but no part number or lot number was able to be determined. As such, no device history record review could be completed. However, a set is not released unless the labeling, material, and process controls were within specification.

Event description:
Nurse stated that fluid was leaking from the patient line connection to the catheter while the patient was in treatment. Nurse was not at the cycler at the time of the call. Nurse also stated that they were receiving an unknown alarm at the time of the fluid leak. Nurse stated that fluid did not come in contact with the cycler. Nurse did not have the bag or the cassette information available. Nurse stated that she contacted the patient's doctor. Additional information was solicited but not made available. Patient demographics or outcome unknown. Set was not returned. No adverse event reported at this time.